Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch ultraeasy meter would not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged power issue began around 2 weeks prior to the alert date of (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred, the patient developed the symptoms of "weakness, dizziness and fell on ground". As a result of these symptoms the emergency medical services (ems) were called and the patient was given glucose tablets/gel by a healthcare professional (hcp). The patient also had their blood glucose measured on the ems meter and alleged that a result of "20mmol/l" was obtained; it is not known whether this was obtained before or after treatment. At the time of troubleshooting, the csr noted that there was no misuse of the product and the patient was using the correct test strips. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them requiring medical intervention from a hcp in order to prevent further serious injury after the alleged product issue began.